Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise was observed in the ventricular fibrillation episode recorded on (B)(6) 2020. The same noise was also observed in the episodes recorded in the device memories since (B)(6) 2018.